Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type tur irrigation set was leaking from unspecified location. The leak was discovered after filling with local anesthetic prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. All component are correctly placed and according to specifications. Functional testing was performed including pressure test and clear passage under water test and a leak due to a hole in the drip chamber was identified. The reported condition was verified. The cause of the condition was due to burn on the chamber tubing due to longer sealing time during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.